Event description:
The customer complained of questionable glucose result from an accu-chek inform ii meter serial number (B)(4). At 9:04 am from meter (B)(4) the glucose result was hi (greater than 600 mg/dl). At 9:07 am from meter (B)(4) the glucose result was 80 mg/dl. When reviewing proper testing technique and product storage, the customer admitted that the stip vial was left uncapped. Control testing has been performed on both meters with acceptable results within 24 hours from the time of the results. For meter serial (B)(4), the customer performed linearity testing with acceptable results. The test strips have been requested for return. Replacement products were sent. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.